Event description:
It was reported that thi right atrial (ra) lead was exhibiting loss of capture (loc). The lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that thi right atrial (ra) lead was exhibiting loss of capture (loc). The lead remains in service. No adverse patient effects were reported. Additional information was obtained, the lead was explanted and replaced.

Manufacturer narrative:
Corrected fields: h6. Impact codes.

Event description:
It was reported that thi right atrial (ra) lead was exhibiting loss of capture (loc). The lead remains in service. No adverse patient effects were reported. Additional information was obtained, the lead was explanted and replaced.